Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported gem 20dp v/nv ntg 1.2mf 1ss dehp free was damaged, resulting in leakage. The following information was provided by the initial reporter: "event: lipid/smof tubing was leaking from the chamber."

Event description:
It was reported gem 20dp v/nv ntg 1.2mf 1ss dehp free was damaged, resulting in leakage. The following information was provided by the initial reporter: "event: lipid/smof tubing was leaking from the chamber."

Manufacturer narrative:
H.6. Investigation: two used primary sets, model 10010453, was received by the customer for investigation. Upon visual inspection, it could be observed that the filter outlet on one set was disconnected from the tubing. No other defects were observed. The separation likely caused leakage and the customer's complaint that the tubing was leaking was verified. The second set was functionally tested and no defect was identified. However, significant pressure buildup was observed in the filter that could potentially contribute to a leak. The probable identified cause for the pressure buildup is clog/oversaturation of filter and time of use from which the fluid flow was restricted. When lipids are administered, the set should be swapped every 12 hrs. A device history record review could not be performed on model 10010453 because a lot number was not provided by the customer. Visual inspection under magnification was performed on both the internal and external tubing engagement components of the separated set. It could be identified that the solvent had not been properly applied to the tubing during the assembly process.